Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Toothbrush charging cord. It was smoking...started burning - oral-b [device catching fire]. Case narrative: consumer via phone stated that the oral-b toothbrush charging cord was smoking and started burning. No injury was reported.

Event description:
Toothbrush charging cord. It was smoking...started burning - oral-b [device catching fire]. Case narrative: consumer via phone stated that the oral-b toothbrush charging cord was smoking and started burning. No injury was reported.

Manufacturer narrative:
31-jan-2023 product investigation results: product return was received and investigated. Product investigation results showed that complaint was caused by a breakage of the mains cable due to improper consumer handling.